Event description:
During a case, a boston scientific amplatz wire sheared off in the biliary tube, becoming stuck in the patient¿s duodenum. All components were successfully removed. Manufacturer response for guidewire, amplatz (per site reporter). Manufacturer's representative took the guidewire to return to the manufacturer for failure analysis.